Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. It was reported the hcp had some problems with some competitive pumps. Mainly, the pump were not accurate. When the hcp would deliver medication to the patient they would see overinfusion or underinfusion and essentially what was set as the targeted rate for the pump was not always what would be achieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.